Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on 21nov2018, which showed the test well images in question as visually negative with graininess, and some cell buttons were fuzzy. The review of the event log showed no errors during processing. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on 23nov2018 and determined that no out of specification conditions were found. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative set of capture-r test outcomes with a galileo echo instrument, when tested on (B)(6) 2018, which led to a transfusion reaction.